Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: pump was returned with both the audio tone and vibratory alarms operating properly- issue cannot be duplicated. Sound test passed with 71.7 db. Battery compartment cracked along the side.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. The reporter stated that the pump¿s audible tones were intermittent and the vibration was not working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.